Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered error on arm 4. Logs showed 1162 cannula error on arm 4. Customer tried to emergency power off (epo) the patient side cart (psc) with no change, they also did a power cycle with a cannula on with no change. The procedure was aborted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue happened prior to start of the procedure. There was no patient involvement at the time of the issue. The procedure was aborted to another dv system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Error 1162 was confirmed in the field logs along with errors 32101 and 1007 reported by the axes controller spar (acs) board. During fa, the unit could not finish patient side cart (psc) fixture test platform (pftp) testing due to intermittent 1137 and 23118 errors. It was found that there was corrosion on io hall, io chipencoder virtual absolute (cva) flat flex cable (ffc), axes controller spar connector (acsc) ffc, parallelogram/acs ffc contacts.